Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the workstation power supply needed to be replaced. The customer has not yet decided on repair of the system. No conclusion can be drawn as repair info is unavailable.